Event description:
It was reported at the pateint's 1 month follow-up exam in 2005, the pt experienced a stroke. The stop date was reported as 11/2005. The event resulted in new hospitalization. Action/treatment: patient to be monitored. No additional information was available.